Event description:
Clinician reported loss of signal in hmsc recording. An increase in rv pacing and shock impedance as well as noise were reported. No adverse patient events were reported. Lead remains implanted and patient will be brought in for further evaluation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.